Manufacturer narrative:
This report is submitted on may 27, 2024.

Event description:
Per the clinic, the patient underwent a skin reduction surgery (specific date not reported), due to unknown issue. Additional information has been requested but has not been made available as of the date of this report.